Manufacturer narrative:
(B)(4). The product code is unknown. This report of use error - breach in aseptic technique was received with no alleged device malfunction; therefore, a sample was not requested. This complaint for a report of use error - breach in aseptic technique is confirmed, because it was reported that there was a breach in aseptic technique; however, the assignable cause code could not be determined, since it is unsure why the patient had a breach in aseptic technique. A labeling review found the labeling to be adequate for the prevention of the use/user error identified in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a nurse from vietnam of peritonitis in a patient coincident with dianeal pd4 1.5% therapy. On (B)(6) 2009, the patient began with dianeal pd4 1.5% therapy intraperitoneally (ip) for continuous ambulatory peritoneal dialysis (capd). Dianeal therapy was ongoing. During a call, the following was reported. On an unreported date, the patient experienced vision problem and it was reported that the patient did not have good personal hygiene which was further described as long and dirty fingernails. On (B)(6) 2012, the patient experienced and was hospitalized for peritonitis manifested by abdominal pain and cloudy effluent. The cause of peritonitis was poor personal hygiene. On (B)(6) 2012, the patient was treated with cefazoline (1gm, daily, ip) and fortum (1g, daily, ip) for peritonitis. On (B)(6) 2012, the patient stopped cefazoline and fortum, and started with tienam (1gm, daily, ip) and ciprofloxacine (200mg, daily, ip) for peritonitis. At the time of this report, the patient was recovering from the peritonitis. The patient was re-trained.